Manufacturer narrative:
On 12-oct-2021, additional information was received indicating the physician commented that the ablation catheter technique seemed to be contributed the cardiac tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30559935m number, and no internal actions related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: tel: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. After brockenbrough (bb) method, after left atrium was obtained by fast anatomical mapping (fam), blood pressure decreased. Pericardial fluid was confirmed by echocardiography (with acnnav). Pericardial fluid was accumulated on the left atrial posterior wall side. Procedure was interrupted and so drainage was performed. After that, although drainage was performed, the patient underwent thoracotomy, and was transferred from the catheter room to the operating room. The physician commented that during the operation after bb, the left atrial appendage was punctured at the timing when the ablation catheter entered the left atrial appendage, causing a hole. He said (he may have developed cardiac tamponade). The adverse event was discovered during use of biosense webster products, described as ¿mapping phase¿. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The patient¿s outcome from the adverse event was reported as unknown. Transseptal puncture was performed, however, the specific product information for the transseptal needle is not available. It is unknown if prior to noting the cardiac tamponade if ablation was performed. There was no evidence of steam pop. No error messages were observed on biosense webster equipment during the procedure.